Manufacturer narrative:
An internal lhr review was conducted that showed no issues or non-conformances.

Event description:
This was a vascular intervention procedure conducted in the cardiac catheter lab on a cto left popliteal artery. Access point was the right groin, using a 0.035 supracore wire and a 0.035 quick cross (qc) to cross the bifurcation prior to placing the 7f raabe sheath to conduct the intervention. While advancing the supracore wire through the qc the md felt tightness while advancing the wire and then noticed that instead of tracking across the bifurcation that the wire was tracking up the ascending aorta. The qc and wire were removed and the supracore guidewire had perforated the qc at the first proximal marker. A new 0.035 qc was opened and the supracore/qc were once again advanced over the bifurcation. The md once again felt tightness and then noted under angiography the distal tip of the qc had been torn off and was now in the proximal sfa. The remainder of the qc and the supracore wire were then removed. A 7f sheath was advanced over a glidewire. An evvv snare was then advanced over the wire and the distal portion of the qc was securely snared and removed from the body. After examination, it was discovered, that 0.035 qc was torn at the first proximal marker. The case continued through the 7f sheath with a 0.018 x 135 qc, and abbott nav 6 filter, a 2.0 te laser catheter, and several abbott balloons. The case was completed successfully with no harm to the pt. The distal qc tip was completely removed via the evvv snare. The md stated he believed the reason for the event was a welding problem in a specific joint on the supracore guidewire. All devices were retained by the hospital's risk management department and will not be released to any manufacturers.